Manufacturer narrative:
### A supplemental report is being submitted for device evaluation product event summary: the controller (con411568) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed a controller power up event with an associated pump start event logged on (B)(6) 2021 at 21:47:21. The data point prior to the loss of power revealed that bat209414 was connected to power port one (1) with 92% relative state of charge (rsoc) and bat209295 was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and bat213272 was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power 13 seconds. Review of the alarm log file revealed two vad disconnect alarms were logged on (B)(6) 2021 at 07:36:06 and 07:38:03, indicating a physical disconnection of the driveline from the controller. This was followed by two additional controller power up events on (B)(6) 2021 at 07:37:55 and at 08:01:16.the controller was without power for 1 minute and 21 seconds and 21 minutes and 55 seconds, respectively. The observed losses of power events and vad disconnect alarms are additional findings not related to the reported event. A possible root cause of the observed losses of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the observed vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Additionally, review of the alarm log file revealed a vad disconnect alarm on 10/nov/2021 at 10:24:50, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported controller exchange. Failure analysis of the returned controller revealed a bent pin within power port one (1). The bent pin did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. Additionally, visual inspection revealed contamination within power port one (1). The observed contamination is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00384004, the root cause of bent socket pins within power port connectors is attributed to misalignment during connection attempts between the metal receptacles on the controller and the plastic connector plugs in the battery and/or adapter cables. The misalignment results in wear on the connector plugs that can lead to contact between the connector plug and socket pins from the controller. The socket pins may not withstand applied forces from subsequent misaligned connections, causing the pins to bend. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a poor mechanical connection at the power ports; the pin on power port one was bent. The controller was exchanged. No patient complications have been reported as a result of this event.